Event description:
The customer reported the hd autoclavable camera head display blurred image. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a dot on the screen image and leakage on the damaged cable unit were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a photograph was provided by the repair department, and among them was a photograph of the main body separated from the cable, and an enlarged photograph of the main body with cracks. However, it is unclear whether the blurry image was reproduced in the repair department, and the cause could not be identified. Olympus will continue to monitor field performance for this device.